Event description:
Reporter indicated via clinical notes that a vns pt was having increased seizures, and that the vns generator was at end of service. The pt later underwent generator replacement surgery. Attempts for vns product info and additional info from the reporter have been unsuccessful to date. Attempts for return of the explanted generator are in progress.